Event description:
It was reported that this inflatable penile prosthesis (ipp) experienced a mechanical issue, as the user was unable to activate the pump, the physician suspects that the malfunction may have been related to the location of the reservoir placement. As a result, the device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).